Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online customer reviews.

Event description:
Consumer reported one false positive sars result. The consumer communicated the result was confirmed negative by molecular (pcr testing) and a rapid antigen assay. It is unknown if the consumer was symptomatic. The consumer also communicated additional events which are captured on separate reports. Report 2 of 3.